Event description:
It was reported that this female peritoneal dialysis (pd) patient was seen at the pd clinic on (B)(6) 2022 for a monthly lab draw and found to be fluid overloaded. The patient¿s peritoneal dialysis registered nurse (pdrn) provided additional information. The patient had been receiving negative ultrafiltration (uf) during treatments (dates not provided) due to drain issues. The patient presented to the clinic on (B)(6) 2022 with shortness of breath and visible edema. The symptoms were reported to the physician and temporary orders were given to check the pd catheter (not a fresenius product) patency by draining the patient. Solution (4.25%) was instilled into the patient¿s abdomen with a one-hour dwell and then drained. The initial drain was 1,800ml. Another 1,500ml of 4.25% solution was instilled with an hour dwell time. The last drain was 2,100ml. The patient was found to have fibrin in the drain bag. It was determined there were no issues with the liberty select cycler causing the patient¿s drain complications resulting in the fluid overload. The patient was given a bottle of heparin to instill into the solution bag for seven days or until the fibrin was cleared. As of (B)(6) 2022 the patient reported seeing no fibrin and has discontinued use of the heparin. The physician made a change to the patient¿s pd prescription, constituting medical intervention, and instructed the patient to utilize 4.25% delflex solution for three days to resolve the fluid overload. The patient¿s negative uf has resolved, and the patient now reports a net uf of 1,700ml. The patient will continue to be monitored.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of fluid overload with a temporary change in pd prescription and the addition of heparin into the solution bag. However, there is no documentation in the complaint file to show a causal relationship between the cycler and the adverse event. The patient was experiencing drain complications which resulted in fluid overload, but the cause was determined to be fibrin which was resolved with heparin. The patient¿s fluid overload was cleared with a prescription change to 4.25% solution use for three days. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s fluid overload event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this female peritoneal dialysis (pd) patient was seen at the pd clinic on (B)(6) 2022 for a monthly lab draw and found to be fluid overloaded. The patient¿s peritoneal dialysis registered nurse (pdrn) provided additional information. The patient had been receiving negative ultrafiltration (uf) during treatments (dates not provided) due to drain issues. The patient presented to the clinic on (B)(6) 2022 with shortness of breath and visible edema. The symptoms were reported to the physician and temporary orders were given to check the pd catheter (not a fresenius product) patency by draining the patient. Solution (4.25%) was instilled into the patient¿s abdomen with a one-hour dwell and then drained. The initial drain was 1,800ml. Another 1,500ml of 4.25% solution was instilled with an hour dwell time. The last drain was 2,100ml. The patient was found to have fibrin in the drain bag. It was determined there were no issues with the liberty select cycler causing the patient¿s drain complications resulting in the fluid overload. The patient was given a bottle of heparin to instill into the solution bag for seven days or until the fibrin was cleared. As of (B)(6) 2022 the patient reported seeing no fibrin and has discontinued use of the heparin. The physician made a change to the patient¿s pd prescription, constituting medical intervention, and instructed the patient to utilize 4.25% delflex solution for three days to resolve the fluid overload. The patient¿s negative uf has resolved, and the patient now reports a net uf of 1,700ml. The patient will continue to be monitored.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of fluid overload with a temporary change in pd prescription and the addition of heparin into the solution bag. However, there is no documentation in the complaint file to show a causal relationship between the cycler and the adverse event. The patient was experiencing drain complications which resulted in fluid overload, but the cause was determined to be fibrin which was resolved with heparin. The patient¿s fluid overload was cleared with a prescription change to 4.25% solution use for three days. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s fluid overload event.

Event description:
It was reported that this female peritoneal dialysis (pd) patient was seen at the pd clinic on (B)(6) 2022 for a monthly lab draw and found to be fluid overloaded. The patient¿s peritoneal dialysis registered nurse (pdrn) provided additional information. The patient had been receiving negative ultrafiltration (uf) during treatments (dates not provided) due to drain issues. The patient presented to the clinic on (B)(6) 2022 with shortness of breath and visible edema. The symptoms were reported to the physician and temporary orders were given to check the pd catheter (not a fresenius product) patency by draining the patient. Solution (4.25%) was instilled into the patient¿s abdomen with a one-hour dwell and then drained. The initial drain was 1,800ml. Another 1,500ml of 4.25% solution was instilled with an hour dwell time. The last drain was 2,100ml. The patient was found to have fibrin in the drain bag. It was determined there were no issues with the liberty select cycler causing the patient¿s drain complications resulting in the fluid overload. The patient was given a bottle of heparin to instill into the solution bag for seven days or until the fibrin was cleared. As of (B)(6) 2022 the patient reported seeing no fibrin and has discontinued use of the heparin. The physician made a change to the patient¿s pd prescription, constituting medical intervention, and instructed the patient to utilize 4.25% delflex solution for three days to resolve the fluid overload. The patient¿s negative uf has resolved, and the patient now reports a net uf of 1,700ml. The patient will continue to be monitored.